Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4); serial: (B)(6), lot: 7869645.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. System diagnostic recorded high impedances on multiple contacts on one lead. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg, and the lead were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
The reported event of ipg end of life (eol) was confirmed. The ipg battery voltage was below the elective replacement indicator (eri) voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).

Manufacturer narrative:
The event of ipg and lead replacement was reported to abbott. The patient¿s ipg was explanted and replaced due to ipg reaching end of life. The patient's lead was replaced due to high impedances on multiple electrodes. Therapy has been reestablished. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.